Event description:
It was reported that the autoplex leaked out of the top of the device during a procedure. A back up device was used. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon returned unit evaluation, the claimed condition was confirmed. The cement mixture leaked through the lid and chamber. According to previous evaluations related to cement leakage through lid/chamber, the potential root causes are the following: missing lid o-ring. The lid o-ring creates seal between lid and mix chamber to prevent powder or cement leakage. (Ruled out) lid was not properly locked on the mixing chamber or the o-ring was caught when locking the lid. (User related) improper design between lid, o-ring and mixing chamber. Allows cement to leak through during mixing/transfer. Since upon unit evaluation it was found the lid was not properly screwed on the chamber, the most probable root cause for this even is user related. The device was scrapped at the manufacturer and not returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the device is received and a quality investigation has been completed. (B)(4): not received by manufacturer.

Event description:
It was reported that the autoplex leaked out of the top of the device during a procedure. A back up device was used. There were no patient or user injuries, and no adverse consequences.